Event description:
It was reported that the wire of a chandler probe was disconnected during use. It is unknown where in the pacing probe the wire was disconnected. A second chandler probe was used and the same problem was observed. A third chandler probe was used and then the problem was not observed. There were no patient complications reported.

Manufacturer narrative:
Additional information indicated that the original reported model number was incorrect and should be updated from catheter model 991hf8 to pacing probe model d98100h. One chandler pacing probe with attached edwards contamination sheath was returned for evaluation. No visible damage or inconsistency to the chandler probe body was observed. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions. Visual examination was performed under microscope at 20x magnification and with unaided eye. Customer report of pacing issue was not confirmed. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time. The referenced third pacing probe and swan-ganz catheter were also returned and examined. There were no allegations of product malfunctions for either of these devices. Reference MDR report number: 2015691-2015-01143.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the wire was disconnected during use. It is unknown where in the catheter the wire was disconnected. Further detail is also unknown. The second catheter was used and the same problem was observed. The third catheter was used and then the problem was not observed. There were no patient complications reported.